Manufacturer narrative:
The patient's weight was reported to be (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar procedure performed on (B)(6) 2019. Reportedly, there were no issues noted during spaceoar placement. According to the complainant, on (B)(6) 2019, the patient complained of increased fecal frequency and loose stool. The reported change in bowel habits was attributed to a recent round of antibiotics. Due to the change in bowel habits, the patient was sent to a gastrointestinal (gi) physician to rule out perforation. On (B)(6) 2019, a rectal scope was performed and a rectal ulcer was discovered. The patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019 and it was noted that spaceoar was located in the anterior submucosa of the lowermost aspect of the rectum. The spacer measured 3.8 x 1.9 x 2.1 cm and was reported to cause mass effect upon the mucosa and lumen of the lower rectum. The patient's ulcer was treated with time delay and re-evaluation. As of (B)(6) 2019, the patient's radiation treatment was on hold pending healing of the rectal ulcer.

Manufacturer narrative:
Block h2: block b5 has been updated. Block a4: the patient's weight was reported to be 189.5 lb. Block h6: problem code 3009 captures the reportable event of gel misplaced, non-vascular. Patient code 2348 captures the patient event of increased fecal frequency and loose stool. Conclusion code 4316 is used in lieu of an adequate code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 24, 2019 that spaceoar was implanted during a spaceoar procedure performed on (B)(6) 2019. Reportedly, there were no issues noted during spaceoar placement. According to the complainant, on (B)(6) 2019, the patient complained of increased fecal frequency and loose stool. The reported change in bowel habits was attributed to a recent round of antibiotics. Due to the change in bowel habits, the patient was sent to a gastrointestinal (gi) physician to rule out perforation. On (B)(6) 2019, a rectal scope was performed and a rectal ulcer was discovered. The patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019 and it was noted that spaceoar was located in the anterior submucosa of the lowermost aspect of the rectum. The spacer measured 3.8 x 1.9 x 2.1 cm and was reported to cause mass effect upon the mucosa and lumen of the lower rectum. The patient's ulcer was treated with time delay and re-evaluation. As of (B)(6) 2019, the patient's radiation treatment was on hold pending healing of the rectal ulcer. Additional information received on 01jul2019: the patient was provided antibiotics (cipro) prophylactically pre-procedure to prevent bladder infection, per implanting physician's protocol. The patient's change in bowel habits occurred three days after spaceoar placement.